Event description:
It was reported that a double beep with cassette was experienced during testing. No patient injury.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed upon receipt. There were no signs of physical damage with the device. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. The device was plugged with a test cassette and powered up for ten minutes and there was no double beeping. The battery loss alarm test was performed and passed. Root cause of the reported issue is unknown however, multiple (no disposable) errors were found in the event log. The downstream occlusion sensor will need to be replaced. The reported product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.